Manufacturer narrative:
Only the replacement lens case was returned with the complaint lens identification sticker placed on the case. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The complaint lens was not returned to be evaluated. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the haptic of the iol was "tough" and broke the capsular bag during implantation. In a follow up, the surgeon reported that one day later the iol was exchanged for a different lens. The surgeon indicated that the event resolved and there was no persistent harm.

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A questionnaire was received. (B)(4).